Event description:
The pt reported that several of her insulin infusion sets have separated from the tubing at the luer lock connection. She stated she knows that her blood glucose readings are elevated but doesn't have test strips to test herself. Her normal blood glucose range is 80-150 mg/dl. The pt stated that she did not notice any damage to the product upon receipt. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.